Event description:
It was reported that catheter entrapment occurred. The 12mm x 3.00mm nc quantum apex¿ balloon catheter was advanced to the target lesion to post dilate an unspecified stent; however, the device became stuck on the stent struts while attempting to perform post dilation. The balloon catheter was able to be removed from the patient by pulling the device out. The implanted stent remained well apposed to the vessel wall and there was no damage noted on the stent. The procedure was completed using an unspecified size emerge balloon catheter. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).